Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been to gather additional information, however, our attempts were unsuccessful. Dissection and perforations are known inherent risk of endovascular procedure and are documented in the pipeline instruction for use. Based on the reported information, there was no allegation that a malfunction or deficiency of the device occurred during the procedure. There is no evidence suggesting that the device was defective, but rather a procedure related event. However, the exact cause remains unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received report that during the pipeline embolization procedure, a dissection and perforation of parent artery occurred. The exact location of the dissection and perforation is unknown. The flow diverter was used to cover two aneurysms in the left region. One aneurysm was in the c4: paraclinoid and the other was in the c3: cavernous. The patient was reported to have recovered from these events.